Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident that the stent was torn. The suture was not present. The tear in the stent is consistent with those caused by the suture. Per the event information, the defect was identified inside the patient during introduction, therefore the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a modification to contour polaris ureteral stent was used in a stent replacement procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, the stent could not be advanced with the positioner due to a tear of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported lot number is 13518404, however, the lot number is not known per our complaint database. Therefore, the device manufacture and expiration dates cannot be determined.the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a modification to contour polaris ureteral stent was used in a stent replacement procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, the stent could not be advanced with the positioner due to a tear of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'good.'